Event description:
It was reported that after intubating the pt with the hilo endotracheal tube, the connector disengaged from the tube. It was reported that to avoid re intubation the connector and the tube were connected with a joint. No other info was reported.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the hilo endotracheal tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.